Event description:
It was reported on (B)(6) 2013 that the patient experienced an overstimulation sensation. The patient stated that for ¿about the past one and a half years¿ she had been feeling too strong of stimulation. Then, since the weekend prior to the report, the patient indicated that she felt stimulation in her lower legs while sitting even though stimulation was off. The patient also noted that the usual target area was her right knee and back of her right leg. The patient was reprogrammed ¿about one and a half weeks ago¿ by a manufacturer representative; the representative was informed of the too strong of stimulation at that time. Prior to that meeting, the patient had not been seen for ¿about a year.¿ the reporter noted that the patient had not been using her stimulation much at all for the past year due to the uncomfortable stimulation. The stimulation had been off more than on during the past year. The day of the report the patient had some reprogramming and electrode changes done by the reporter, including ¿guarding the cathode,¿ and she had good stimulation coverage. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).